Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st elevation. After off label cavotricuspid isthmus (cti) ablations st elevation was noted in the patient and their blood pressure "dipped". The patient was observed with echo but the issue resolved on its own and without intervention. The physician confirmed the following day that the patient was "all good". They suspect the cause was a coronary spasm during the ablation, but this was not confirmed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.